Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Total number of events - 1485. Gynecare tvt - 418. Gynecare tvt abbrevo - 67. Gynecare tvt exact continence system - 121. Gynecare tvt obturator system - 510. Gynecare tvt retropubic system - 311. Gynecare tvt-aa abdominal - 58.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 concurrently with laparoscopic supracervical hysterectomy and laparoscopic surgical treatment of endometriosis and mesh was implanted due to failed uterine ablation, pelvic pain, and genuine stress incontinence. Following the procedure, the patient experienced pain, vaginal scarring, recurrence, dyspareunia, neuromuscular problems, and urinary problems. It was also reported that the patient underwent a removal of left arm of vaginal mesh on (B)(6) 2013 due to dyspareunia and pelvic pain. The patient underwent a removal of the right arm of mesh on (B)(6) 2014 due to dyspareunia. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 02/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 04/21/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 10/22/2020 ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 12/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to the FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4)reporting period (B)(6) 2016 through (B)(6) 2016supplemental 06 - attachment: [(B)(6) 2016 otn supplemental 06.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4)reporting period (B)(6) 2016 through (B)(6) 2016supplemental 07 - attachment: [(B)(6) 2016 otn supplemental 07.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.